Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was stopping the fill tubing process at 10 units instead of when drops were seen exiting the tubing. Reportedly, the customer was resuming insulin without priming the tubing. Customer has had elevated blood glucose levels (375-425 mg/dl). Customer delivered a bolus to bring bg levels back to target range.